Manufacturer narrative:
A philips field service engineer (fse) confirmed that the speaker required replacement. The speaker was replaced by the fse, and the device was operational after repairs were completed.

Event description:
Philips received a complaint on the patient monitor efficia cm150 indicating that the right speaker was faulty. There was no sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.